Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 08-aug-2019, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the threads to case seal. The returned battery cap had stripped threads was unable to secure to power on the pump, duplicating the power issue. A test battery cap was able to secure to power on the pump. The pump was exercised for 12 hours using the test cap with no power loss or rebooting occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.